Event description:
See initial report.

Manufacturer narrative:
H.10: the root cause of reported errors is the stirrer motor block due to advanced corrosion process inside the ball bearing. The causes leading to the corrosion, which generates irregularities on the surface of the balls, are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. The distribution board and power supply were likely damaged by the overcurrent generated by blocked pump motors.

Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the facility to investigate and found that both patient pumps and the stirrer motor were stuck. These parts were replaced as well as the distribution board and the mains ac board. The issue was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
See initial report.

Manufacturer narrative:
There was no known patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed two error code during procedure. The side affected (patient or cardioplegia) is still unknown. A malfunction of the stirrer motor cannot be excluded. There was no report of patient injury.